Event description:
Following successful implantation of the i2x30 iifr wallgraft metallic stent, patency issues one device, but it appeared that it did not cover the entire right iliac aneurysm, so he used a second one- a 12x50 11fr wallgraft metallic stent. Follow up angiographical analysis showed blood flow through the wall of the wallgraft. The physician elected to leave the grafts implanted and covered this area with a competitor's graft as he thought that a leak was prsent in the wallgraft. The pt status was reported as 'okay'. As of the date of this report the pt status was reported as 'in good' condition'.